Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Manufacturer narrative:
Final analysis found the pulse generator in back-up mode due to end-of-life (eol). After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that pulse generator interrogation yielded the message -data not read-. On (B)(6) 2010, measured data was 2.62 v, 9 ua and 27.3 kohms with an estimated remaining longevity of 0-1 months.